Manufacturer narrative:
Tech support instructed the account to isolate the casters and check the transfer bar. Repairs have not been completed.

Event description:
The account stated the brake will set from right side, but if the bed is bumped, the brake will release. If the brake is set from the left side, it will remain locked.